Event description:
Rv lead polarity switch noted on (B)(6) 2021, noted rv bipolar lead impedance 0195 on that date. Ffrw sensing noted on the atrial channel. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).